Event description:
It was reported that the surgeon was loading a competitor's lens into a mtc-60cfp cartridge and a haptic bent. It was reported that the likely cause was due to loading error and the cartridge. No patient contact.

Manufacturer narrative:
Results- a work order search was performed on the cartridge for similar complaints within search and there was one similar complaint. A work order search was performed for the injector for similar complaints and there were similar complaints.